Event description:
Patient oxygen saturation and respirations decreased, ambu bag used to assist patient. Air reservoir bag did not inflate at all, seal at base not present. Space pinched until another ambu bag obtained. Saturation levels increased once the broken seal was pinched, and with new bag. No harm to patient.